Event description:
It was reported that 21 laser fibres were used during an endo procedure, and both snapped. The breaks happened during a flexible ureterorenoscopy + laser stone fragmentation. During laser stone fragmentation, there was rapid degradation of laser fibre with sheath breakage at the tip.

Manufacturer narrative:
The sample was not returned. Lot number was available. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Adhr review performed. The finished product met all specifications prior to being released for general distribution. (B)(4).